Manufacturer narrative:
Based on lumenis' re-evaluation of the event on (B)(6) 2017, the company determined that the malfunction might happen when treating different/same area for the same patient or between patients. The most anticipated outcome in such cases is at most a minor injury. Thus, this event is unlikely to lead to a serious injury if malfunction were to recur. Lumenis is submitting this follow up MDR and withdrawing the reportable malfunction claim. None the less, lumenis has initiated a CAPA (B)(4) to determine if any corrective action is required.

Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility to obtain; patient treatment settings, patient information, patient photos, and sun exposure which were not provided. In an email, the user facility had confirmed that the patient had "completely healed" ten days after the treatment with no permanent damage nor any need for medical intervention to preclude such damage. During an examination of the subject device, a lumenis technical expert identified a software issue in which a sequence of events could possibly lead to the system delivering a higher fluence output than shown on the display. The reported software issue is a malfunction that is likely to cause or contribute to a serious injury should it recur, therefore lumenis has chosen to report this event as a malfunction and open a CAPA (B)(4) for this discovery.

Event description:
A user facility reported that one (1) patient sustained scabs on the arms area following hair removal treatment with a lumenis lightsheer infinity laser. No information regarding a report of serious injury or medical intervention to preclude permanent impairment was received.